Event description:
It was reported that on (B)(6) 2024 at 10:00pm a system controller fault alarm and low voltage alarm occurred. At 11:00pm the patient was admitted to the hospital and was under normal condition. The alarm still existed. The alarm then disappeared but it could not be detected when it was. A system controller exchange was performed on (B)(6) 2024 at 10:40am. Log files confirmed a controller internal fault (f25) on (B)(6) 2024 at 22:35:25.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm was confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (da140913) for review. A review of the event log file showed events spanning approximately 37 minutes (14oct2024 from 08:38:15 ¿ 09:15:10 per timestamp). No notable alarms were active in the log file that would indicate an issue with the system controller. A review of the submitted periodic log file showed events spanning 11 days (03oct2024 - 14oct2024 per timestamp). On 13oct2024 at 22:33:25 a controller internal fault alarm was active that was associated with an ebb test circuit fault. The periodic log file records events at set intervals rather than the occurrence of an event. The log file did not capture the onset of the alarm; therefore, the cause of the alarm is unknown. There were no other notable alarms active in the log file. Additional information provided on 16oct2024 stated the system controller would not be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Following the system controller replacement on (B)(6) 2024 at 6:51am, the patient continued to experience controller fault, low voltage, and low battery alarms. The alarms persisted while the patient was connected to a mobile power unit (mpu) at home. After changing from mpu to 14v battery, the alarm disappeared. When the patient connected back to the mpu, there was no alarm at that time. The mpu was replaced on (B)(6) 2024. No further alarms have been reported. The patient's situation would be monitored closely.